Manufacturer narrative:
A thorough investigation of the x8-2t transducer confirmed the reported failure, finding the distal tip does not have full range of motion. Visual inspection noted chipped paint, markings on cable connector, and scratches on the tip. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x8-2t transducer was not articulating during use on an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The suspect transducer has been replaced at the customer site to resolve this issue.

Manufacturer narrative:
The return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information can be found in the g3 field containing the date received by manufacturer, (B)(6) 2023.